Event description:
User reported pump getting hot. Investigation shows badly swollen battery. Battery is hospira recommended type date 12/2004. Battery and power supply were replaced for the same complaint a month before by the hospira service rep.